Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation observed excessive motor bearing wear with shaft end play, and black material around the bearing in addition to an impression on the motor tape from the lower bearing housing. The motor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.